Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-95, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v515921, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the patient's system was removed due to infection on (B)(6) 2016. A new left lead was implanted during a stage one procedure on (B)(6) 2016. The patient's indication for use is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.